Event description:
It was reported when the physician was pacing at 300 ms (milliseconds), the workmate system was delivering 210 ms on the f5 protocol. The physician also tried the f8 protocol and that delivered different pacing values as well. F5 packing protocol with a cycle length of 300 ms, output of 2 ma, and pulse width of 2 ms. During live troubleshooting, tech support verified the workmate software settings were correct. The physician determined there was no harm to the pt and completed the case.

Manufacturer narrative:
Conclusion - eval conclusion - the root cause of the reported event was due to a hardware failure. Sjm tech support did more troubleshooting after the case was completed. The hosp biomed used a pacemaker analyzer to test the output of the ep-4 stimulator. The stimulator was delivering the correct output. A communication test was done, which failed. The packets varied between 450 and 4600. Visual inspection of the returned workmate scu and cpu revealed no anomalies. The workmate cpu passed all testing. Ac power was applied to the scu and the power on self-test (post) was observed. The scu generated the expected beep sequence correctly and initiated communication with the ep-workmate pc. The scu software control screen displayed an unexpected sig values and incorrect communication rates (packets/sec) were observed upon the completion of booting up. A pacing test was performed and confirmed an incorrect pacing cycle length as reported. These symptoms were isolated to a faulty mortara digital card generating an incorrect clock frequency during operation. The workmate event log was reviewed and confirmed that incorrect packet rates were recorded. The packing outputs were measured with a calibrated instrument (digital oscilloscope) and confirmed the ep-4 stimulator was producing the correct pacing parameters (cycle length and rest time between stimulus intervals) as opposed to the incorrect values displayed on the recording system. The mortara digital card was temporarily replaced with a known good unit for eval. The communication test was repeated and confirmed the scu performed at the correct rate of approximately 2000 packets/second without missing packets or errors recorded. A signal acquisition test was performed and all surface ECG and ic channels were monitored. The recorded test data was reviewed and verified the amplifier passed the 12 lead surface ECG test and peak to peak amplitude test. Baseline noise levels on all intracardiac channels measured within specification. The amplifier passed the stimulus switching and pacing/isolation tests. The workmate event log was reviewed after functional testing and confirmed proper operations with a replacement of the mortara digital card. DHR review of the device history records for both devices confirmed these serial numbers met mfg requirements prior to shipment. The root cause classification is consistent with a hardware issue due to a faulty mortara digital card within the scu. A search of complaints since (B)(4) 2010 ,show this appears to be an isolated event, as there are no other adverse events related to this failure.